Event description:
The report received from the use stating that the device was "heating up and getting e6 error message." The device was being used in surgery. There was no reported pt or user injuries. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.